Event description:
It was reported by (B)(4) that during service and evaluation, it was determined that the battery oscillator device had intermittent operation. It was further determined that the device failed visual inspection due to the damaged contacts and observed residues. The device also failed pretest for general condition and check function of device. During evaluation, it was found that the device would run and reached the required speed however, when tested under load the oscillation head stopped while the motor continued to run. It was determined that the oscillating head and the adjuster fork were worn, which allowed the oscillation head to rotate inside the adjuster fork. Additionally, some of the electrical plugs were worn out and there was some liquid residue inside the sliding sleeve. It was noted in the service order that during post-surgery, it was discovered that the saw device could not cut bone. It was further noted in the service order that the saw device, without load, initially worked when cutting and after a while the saw device would lose power and sometimes stop. It was noted that new saw blade devices were used. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause for the damaged contacts was determined to be due to component failure from wear. The assignable root cause for the observed residue was determined to be traced to the environment, which is environmental conditions. The assignable root cause for the intermittent operation and the worn out oscillating head and adjuster fork was determined to be due to manufacturing. The most probable cause for the found defect needs to be considered as an improper repair by the service center germany. The improper repair is only related to the function of the device. The rest of the failures were most probably caused by improper reprocessing and wear. Service history review: a review of the service history record indicated that the device has been serviced for a service condition that is relevant to the current reported condition. UDI: (B)(4).